Event description:
It was reported that the biomed received the arctic sun device from the floor. The nurse overnight said the device kept turning off and they were not sure why and that day nurse sent the device to biomed. Biomed stated that the temperature on the screen keeps going in and out when they flex the cable. Biomed wanted to confirm it should not do that. Mis informed biomed the temperature should read on the device and should not go out at all or jump around. This was a bad temperature cable.

Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is a failed temperature in cable. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received. It is known that the device did not meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The serial number is unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device from the floor. The nurse overnight said the device kept turning off and they were not sure why and that day nurse sent the device to biomed. Biomed stated that the temperature on the screen keeps going in and out when they flex the cable. Biomed wanted to confirm it should not do that. Mis informed biomed the temperature should read on the device and should not go out at all or jump around. This was a bad temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.